Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue when accuracy was checked with imaging system and navigation using a demo. Representative reported that the site used the system on the same day of system checkout and no issues were reported. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system being used during a spine procedure. It was reported that intra-operatively, while navigating, the surgeon reported they were 2-3 mm inaccurate ¿deep¿. Surgery was completed using the navigation system. There was no reported surgical delay or known impact to patient.

Manufacturer narrative:
Correction: sequence #1 was inadvertently missed.

Manufacturer narrative:
Additional information: patient identifier and patient date of birth provided. Patient sex and weight could not be obtained from site.